Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative they were experiencing difficulties to recharge an interstim micro with the wireless recharger. They already tried to repositioning the recharger and had the patient try different positions (sitting, lying). However, charging remained difficult (but not impossible). Additionally, they saw a ¿1707¿ error on the ras application.